Event description:
It was reported that a pt underwent a blepharoplasty procedure on (B)(6) 2010 and suture was used. The suture broke after the surgery. The suture line had to be redone.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.